Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated was unable to be confirmed; however, there was noted separated polymer coating and separated proximal solder. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during insertion into the 21 gauge needle interaction and/or inadvertent mishandling resulted in the reported peeling/noted coating damages (separated, chatter marks, stretched/ torn/jagged, pulled/folded over) and the noted separated proximal solder. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery to the popliteal artery. During insertion of the ht command 18 guidewire (gw) into the 21 gauge needle, some of the gw coating was noted to came off. The physician confirmed no coating came off in the patient anatomy, as only a portion of the guidewire had entered the anatomy. There was no adverse patient effect and no clinically significant delay during the procedure. The procedure was continued with a steelcore gw. No additional information was provided.